Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the flexible shaft connector for use with jacobs chuck, was broken during an unknown procedure. There was a surgical delay of one (1) minute. The surgeon used another jacob chuck to successfully complete the procedure. The patient status is unknown. This report is for one (1) flexible shaft connector for use with jacobs chuck. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 351.16j; synthes lot: 4738174; release to warehouse date: april 26, 2004; manufacturing site: synthes monument no nonconformance reports (ncrs) were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) (DHR) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service and repair evaluation: the customer reported the device had broken during surgery. The repair technician reported that chuck screw was missing. Unreadable etch is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was scrapped and was forwarded to customer quality (cq). The evaluation was confirmed. Visual inspection at cq: the device was returned disassembled. The device was found to be missing chuck pin/screw. The instrument cannot be re-assembled due to the missing chuck pin. The etchings on the instrument are also faded. This complaint is confirmed. The received condition agrees with the complaint description. Dimensional inspection of the missing set screw could not be performed and dimensional inspection is not relevant to the condition of faded etch document/specification review drawing connector assembly DHR review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Raw material review: the raw material was confirmed to be correct per the specification with no (relevant) nonconformance noted. Conclusion: the complaint is confirmed. The exact cause for the missing components is unknown, but it was likely while the device was disassembled in sterile processing and the set screw may have been misplaced. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.